Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 was received for investigation. It was noted that the serial on the device do not match the complaint/case device. However, the shipment picture confirms the received device is the correct. Visual evaluation noted that the tip was burned. According to probe programmer application error code guide. Error code 19: error-power-supply-excessive-power-failure: power supply is exceeding the power parameters, contact arthrex technical services. Functional testing with the console and the saline water was not performed. -due to the damaged to the tip. The most likely cause for the reported failure is a user error. According to dfu-0242 at revision 0. E. Precautions. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. F. Warnings. 3. Please be sure to read and understand the synergy rf console user¿s guide (arthrex dfu-0221-xx) prior to using any rf probes as they are designed to be operated as a complete system. 14. Excessive wear of the rf probe tip may result from vigorous use against bony tissue. K. Directions for use. I. Safety and setup. 1. Examine all devices to be connected to the synergy rf console (i.e.: synergy rf footswitch) and used during surgery (irrigation system, trocar/cannula, aspiration system, etc.) For visible damage and cross-compatibility.

Event description:
It was reported that during a shoulder arthroscopy the apollo displayed error 19 and the tip of the device burnt out. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.